Event description:
The facility reported an infusion pump with a failure code 812:02 during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event.